Event description:
Technical services received a call on 04/28/2011. Reviewing some atr's on latitude showing noise on the atrial lead and shock. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).